Event description:
As reported by our edwards lifesciences japanese affiliate and the japan tavi registry, a patient underwent implant of a 29mm sapien 3 valve in the aortic position via transaortic approach. Dysarthria developed on post operative day (pod) 4. On pod 6, MRI showed multiple cerebral infarctions. The patient was monitored without intervention at that time. On pod 12, right hemiplegia was observed, and MRI revealed new cerebral infarction. Consequently, atrial fibrillation developed, and percutaneous cardiopulmonary support was inserted. The patient passed away on pod 13. According to a physician, the patient may have some myocardial impairment prior to the procedure since they had a bicuspid aortic valve, highly enlarged left ventricle, and severely low cardiac function with ejection fraction (ef) of 20%. Although the physician judged the event not related to device, the cause of the fatal arrhythmia was not determined as autopsy was not performed. The event was not attributed to device malfunction.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (ef < 30%) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with thv valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure or can be a progression of the patient's disease at some point in the post-operative period. According to the literature review, and as documented in ew clinical technical summary for atrial fibrillation, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current thv patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in-depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (low ef, bicuspid valve, enlarged left ventricle) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.